Manufacturer narrative:
(B)(4). Describe event or problem corrected and updated. Relevant tests/lab data updated. (B)(4).

Event description:
It was further reported that in (B)(6) 2015, the patient experienced myocardial infarction (mi) within 24-36 hours prior to the index procedure. Post index procedure, residual stenosis was 0%. On the same day, the patient experienced stent thrombosis and myocardial infarction (mi) occurred and was located in the anterior (septal) which required intervention. Forty minutes post index procedure, the patient was returned to the catheterization laboratory for emergency target vessel revascularization. A 2.5x15mm emerge balloon catheter was selected for dilation following aspiration thrombectomy. The left anterior descending artery (lad) was then treated with a 2.5x16mm non-bsc stent and not with a 2.5x16mm promus premier stent as previously reported. Eight days post procedure, mi was considered resolved.

Event description:
Platinum diversity clinical study it was reported that stent thrombosis occurred. In (B)(6) 2015, the patient presented with complaints of intermittent substernal chest pain, with radiation to bilateral shoulders, over the previous week. Electrocardiogram (ECG) showed no st elevation. The patient was found to have non-st elevation myocardial infarction (nstemi) with troponin peaking at 0.69 ng/ml. Clinical assessment indicated that the patient's qualifying condition was unstable angina. Subsequently, the index procedure was performed. The target lesion was located in the distal left anterior descending (lad) with 99% stenosis and was 8mm long with a reference vessel diameter of 2.5mm. The target lesion was treated with predilation and implantation of a 2.50x16mm promus premier¿ stent. Post dilation of the target lesion was performed with 0% residual stenosis. Post stent implantation, there was a zero timi flow in the diagonal branch with a non bsc guide wire. The diagonal branch was attempted to be re-wired with the non bsc guide wire in the lad, but the re-wiring was unsuccessful. A 1.2x12mm emerge balloon was inflated in the ostium of the diagonal artery followed by inflation of a 2.0x12mm emerge balloon in the diagonal artery. Simultaneous kissing balloon inflations were performed in the diagonal artery and lad using the same 2.0x12mm emerge balloon catheter and a 2.5x12mm nc quantum apex balloon catheter with good results. Approximately 30 minutes post procedure, the patient experienced a 10/10 chest pain and diffuse st segment elevation in the precordium on ECG. Angiography was performed and it was confirmed that there was a 100% stent thrombosis in the mid lad. Ischemic ECG changes suggestive of acute ischemia were noted however the patient did not experience ischemic symptoms at rest (chest pain with duration > 20 minutes). The patient returned to the cardiac catheterization laboratory for emergency revascularization of the stent. Aspiration thrombectomy was performed, followed by dilation with a 2.5x15mm balloon catheter and manual aspiration was performed. Angiplasty was performed in the lad using a 2.5 mm compliant and then with a non-compliant balloon catheter. The angioplasty re-established flow in the lad however, the angiogram was concerning for disruption at the site of lad/diagonal bifurcation. The lad was treated with implantation of a 2.5x16mm promus premier¿ stent and dilation using a 2.75mm non-compliant balloon catheter. The new 2.5x16mm promus premier¿ stent appeared well-opposed with a timi 3 flow. The diagonal branch remained occluded and could not be reopened. The patient was pain free and hemodynamically stable at the end of the procedure and was transferred to the intensive care unit. The patient then complained of shortness of breath and required oxygen. The patient also developed a right groin site hematoma, but denied any related pain. On the same day, the stent thrombosis was considered resolved. Eight days post procedure, the patient was discharged to a nursing facility on doses of aspirin and clopidogrel and with primary diagnoses of non-st segment-elevation myocardial infarction, in-stent thrombosis, status post restenting, hypoxia, suspected upper gi bleeding, and esophagitis.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).